Manufacturer narrative:
The reported events of oversensing noise, r-wave amp variation, unacceptable threshold, and lead break were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies.

Event description:
Additional information was received indicating abbott technical support was contacted who suspected the oversensing was due to myopotentials; however, the physician suspected lead damage.

Event description:
During follow-up, increased capture threshold, decreased sensing and noise resulting in oversensing was observed on the right ventricular (rv) lead. Noise was reproduced with provocative testing. The event was resolved by explanting and replacing the rv lead. The patient was in stable condition.